Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and treated with ceftazidime injection (20mg, intraperitoneal, twice daily, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the events. Pd therapy was ongoing. No additional information is available.